Event description:
This is submitted to report the atypical clip movement which occurred in the left ventricle and has the potential to cause or contribute to injury if the clip becomes entangled in the chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets. While moving the delivery catheter (dc) handle forward into the left ventricle (lv), the dc shaft was bending approximately 1cm to the anterior side. Due to the bending, it was not possible to steer the clip anterior or posterior in the lv. The cds was removed and replaced. Two other mitraclips were implanted and the mr was reduced to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned. The actuator mandrel was observed to be bent. Based on the analysis findings, the reported delivery catheter (dc) shaft bending/deflection was confirmed. Although the reported difficult to position over the mitral valve could not be replicated in a testing environment, the bend in the mandrel, and thus the dc shaft, likely resulted in the difficulty positioning the clip over the mitral valve. Potential causes for dc shaft bends resulting in difficulty positioning the cds can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, dc shaft bends/difficulty positioning may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. Although the reported difficulties appear to be related to the bend in the mandrel, a cause for how and when the bend occurred cannot be definitively determined. A review of the lot history record revealed no non-conformances for the lot that would have contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.